Manufacturer narrative:
Sample received, but investigation is still ongoing at time of this report. An investigation report will be sent when completed.

Event description:
Incident reported as: a physician was trying to maneuver the molt retractor in a physically handicapped (B) (6) male. When he jerked his head forcefully and tripped a plastic tip off the retractor and swallowed it. The pt passed the plastic tip two days later with no reports of pt injury. No further info available. It is noted the product does not come with a plastic tip and physician may have been using it off label.